Event description:
Dealer is stating that the chair will drive, then it will stop and get a control fault then brake fault. Received the following error codes. E014, which is low battery voltage, and e205 which is a controller, but can be caused by low battery voltage. Dealer stating batteries were not charged. Dealer is going to charge batteries and see if that fixes the problem.